Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced an elevated blood glucose (bg) level at this time. A supply change was performed and insulin deliveries were resumed. Afterwards, the customer experienced an elevated bg of 600 mg/dl and 3.3 mmol/l level of ketones. A correction bolus was delivered and a manual injection was administered to address bg. Customer performed an infusion set change and observed that the infusion set cannula was bent. Customer alleged that the pump did not announce an occlusion alarm at the time of the bent cannula. Reportedly, the customer continued to use the pump for insulin therapy.